Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. The analysis results showed that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast augmentation with a 275cc mentor smooth round spectrum saline breast implant and experienced postoperative right-sided deflation. The implantation date for that procedure is estimated based on the available information, a supplemental report will be submitted if more data become available. The deflation of the device was confirmed by a doctor through physical examination. As a result, the patient underwent removal and replacement with 375cc mentor smooth round moderate plus profile, catalog # 3502375, right serial # (B)(4), left serial # (B)(4) on (B)(6) 2019.